Event description:
A report was received that the patient was having a bladder infection. It was also believed that it was not device related and the patient could not provide further information regarding the infection. The patient was doing well and was no longer hospitalized.